Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s high voltage lead was exhibiting high/undefined superior vena cava (svc) coil impedance. A fracture of the high voltage lead was suspected. The high voltage lead was explanted and replaced. In addition, the adaptor was also explanted and replaced, as it was unknown if the adaptor contributed to the impedance issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.